Event description:
On 08/31/2000, the facility's interventional radiology tech informed the distributor's sales manager of the following: the catheter was placed in the internal jugular. Upon flushing the red lumen, 2 - 3 pinholes were found. As a result the catheter was removed. No further details were provided.